Manufacturer narrative:
(B)(4). Ratchel pawl & lockout. The analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the ratchet pawl was noted worn out. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device locked out and only used three clips from the device. Another device was used to complete the case. There was no adverse consequence to the patient.